Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 4.00 x 28 synergy¿ drug-eluting stent was advanced for treatment. However, during the procedure it was noted that the stent strut was lifted. The procedure was completed using a non-bsc stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: stent delivery system was returned for analysis. A visual examination of the stent found that on distal rows 3-5 and on proximal row 9 the stent was damaged with stent struts lifted and pulled in a distal direction. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The tip was visually and microscopically examined and no signs of damage were noted. A visual and tactile examination found multiple kinks along several locations of the proximal portion of the hypotube. This type of damage is consistent with excessive force that could have been applied on the delivery system. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues with the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 4.00 x 28 synergy drug-eluting stent was advanced for treatment. However, during the procedure it was noted that the stent strut was lifted. The procedure was completed using a non-bsc stent. No patient complications were reported and the patient's status was stable.